Manufacturer narrative:
Additional information received on 22 february 2017 and includes: the surgery was delayed for 20 minutes. The surgeon had to connect them with an alternative device. On 17 march 2017 the (B)(4) performed a visual inspection of the retrieved items and commented as follows: the pieces were analyzed. The colour of the main body appeared to be slightly opacified, while some signs occurred on the sliding rod. A grip during the sliding was noticed on the pieces, in particular on the most opacified gun. For this reason a functional control has been performed on head and dm liner, which successfully passed. The possible reason of the event could depend on an incorrect lubrification and grip of the materials. Batch review performed on 17 march 2017. Lot 1652850: (B)(4) items manufactured and released on 05 december 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
When trying to couple the head and the dm liner with the gun, there was a failure in applying the pressure to lock them. It happened twice in the same surgery with 2 different items of the same lot.